Event description:
Corrected data: the event was resolved as of (B)(6) 2013.

Event description:
Related to manufacturer report #2183959-2013-00984 it was reported the patient had an elevate pc anterior and apical prolapse repair system implanted on (B)(6) 2013. Postoperatively, the patient experienced "pelvic hematoma" and "abdominal pain, hypota, fever." The patient received a blood transfusion of 3 units of blood on (B)(6) 2013. It was reported that the event was serious and ongoing as of (B)(6) 2013. Additional information received on (B)(6) 2013, indicated the patient had a prolonged hospital stay but was discharged and is progressing favorably. The physician determined that the event was associated with the procedure and not the device. Additional information received (B)(6) 2013 indicated the patient visited the physician in (B)(6) and was asymptomatic. There were no sequel from the reported event. The patient will have a cat scan, as a control, in approximately 3 months. Additional information received on (B)(6) 2013 indicated the event resolved on (B)(6) 2013. Note: the "hypo ta" reported was confirmed as arterial hypotension (low blood pressure).

Manufacturer narrative:
Event resolved was originally reported as (B)(6) 2013; the event was resolved as of (B)(6) 2013.